Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that earlier that day, an occlusion alarm occurred. The customer's blood glucose (bg) level was not impacted. The customer cleared the alarm and stretched out the infusion set tubing. As the customer did not contact tandem technical support at the time of the reported issue, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.